Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer septal occluder was chosen for an (atrial septal defect (asd) procedure using a 10f amplatzer trevisio intravascular delivery system. During procedure, the device had a cobra deformation when deploying the left disc. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 22mm amplatzer septal occluder was chosen and completed the procedure using the same delivery system. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The patient was reported stable.

Manufacturer narrative:
An event of device deformity was reported. Information from field indicated that there were no interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per instructions for use, a 9f delivery system is recommended to use with 22 mm septal occluder. A 10f amplatzer trevisio intravascular delivery system was used.